Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a sling placement procedure on (B)(6) 2010. There were no complications during this procedure, but it was reported that the patient had several other procedures at the time of the sling placement. According to the complainant, the patient experienced urinary retention, back pain, abdominal pain, and groin pain post procedure. The exact nature and date of onset for each symptom are unknown. All other information is unknown and reportedly unavailable.